Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was found sitting slumped over at the side of his bed and the pump alarming with "red heart" and "low flow". The patient had no flow or pulse, CPR was performed and patient intubated. After CPR, flow slightly returned and patient was taken to ICU. The pump appeared to be working correctly. In checking back through the history, it was noted that the pump was dropping down to a speed of around 1600 then trying to start back up. It was thought that there may have been thrombus in the pump which CPR managed to clear. An echo and CT were taken and waveforms sent into the manufacturer for review. The log file review contained data of a possible percutaneous lead issue due to pump stoppage. Hospital personnel exchanged the system. Controller and power module patient cable. X-rays of the lead were taken and did not show any signs of percutaneous lead damage. Ten days later, it was reported that the patient was taken back to the operating room to clean out plaque in ventricle and the inflow cannula, as the patient had experienced a stroke 4 months previous. The manufacturer received additional information advising that support was withdrawn on (B)(6) 2012.